Event description:
It was reported that during a laparoscopic appendectomy procedure, the case was completed. A week later, the patient went to another account with abdominal pain. The patient was re-opened and a cartridge was found inside the patient. The patient is doing well. The device that was used in the original procedure was discarded. Additional information being requested.

Manufacturer narrative:
Device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.